Event description:
Brakes not holding.

Manufacturer narrative:
Tech found the brake cable was wedged between the bearings and stiffener plate. Replaced the bearings for resolution. Bed was in repair area, no injuries were reported.